Event description:
It was reported that the patient presented for routine follow up in clinic. It was observed that the right ventricular lead exhibited increasingly high impedance in the bipolar configuration and an increasingly high capture threshold. The physician elected to modify the lead configuration to unipolar, which reduced the capture threshold and impedance. On (B)(6) 2017, the lead was capped and replaced. The patient was in stable condition.